Manufacturer narrative:
On an unspecified date in (B)(6) 2026, it was reported that "placed femoral art line in placement, tried to withdraw guidewire and it became stuck to the inducer needle and then pulled apart as withdrawn". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Guidewire issue.